Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 2 patient samples on a cobas e 801 analytical unit. On (B)(6) 2025, sample 1 had an initial result of 58 u/ml. The sample was repeated on another e801 analyzer and the result was 3 u/ml. The sample was repeated two more times on both analyzers and the repeat results were both 3 u/ml. On (B)(6) 2025, sample 2 had an initial result of 49 u/ml. The sample was repeated on another e801 analyzer and the result was 27 u/ml. The sample was recentrifuged and repeated two more times on both analyzers. The repeat result on the first analyzer was 29 u/ml and the repeat on the other analyzer was 28 u/ml.